Event description:
New information received states that the patient received a vibratory alert for right ventricular oversensing. Premature ventricular contraction (pvcs)/fusion beats was suspected. Further investigation and programming changes were recommended. The physician elected not to reprogram the device. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving a vibratory alert for non sustained oversensing on the ventricular channel due to post-paced t wave oversensing. The device was reprogrammed. The patient was in good condition.